Event description:
Complicated history. Pt s/p gastrectomy 3-4 years ago. Ongoing tpn infusion with various line. In 5/02 had infection of hickman that grew mycobacterium abscesses. Subsequently, developed subcutaneous abscesses in their lower extremity that required incision and drainage.